Event description:
It was reported that customer was not able to completely insert sensor. It was reported that when customer changed sensor, the wire was bent. It was also reported that customer had high blood glucose and air bubbles in pump. Sensor would be replaced. No further information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor tip peeled back outside introducer needle canal. Unable to confirm customer received sensor damaged due to customer returned opened /used. Also found needle bent.